Event description:
Pt status post bilateral veptr implantation on (B)(6) 2011 returned to surgeon two months post operatively for a f/u visit in (B)(6) 2012. The clinical exam revealed the pt developed a possible infection. Pt was returned to the operating room on (B)(6) 2012 for right side veptr removal, the right side hardware was removed, pt was not revised to new hardware at this time. This is 4 of 9 reports for this event.

Manufacturer narrative:
The device history records review could not be completed without a lot number. The investigation could not be completed, no conclusions could be drawn, as no product was returned.